Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Pt samples were centrifuged at 3,000 rpm (rotations per minute) for six minutes on the automation line. The test was performed from an aliquot of the primary tube. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-04300.

Event description:
The affiliate alleged the customer reported an elevated gastrointestinal (gi) monitor result, for one pt, involving unicel dxi 800 access immunoassay system . This is report number one of two. The elevated result was released out of the lab and questioned by the physician. Subsequent testing produced lower results within the normal reference range. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.